Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.

Event description:
It was reported that difficult to re-constrain occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. Following the placement of a filter, a 4-0 balloon and a 5-30 balloon were used for dilation. During the procedure, it was noted that the stent could not be opened at proximal 1/3 of the length. The stent did not open fully on its own. During withdrawal, approximately 1/3 of the stent was 50% re-constrained. The device was pulled out and post dilation with balloon was performed. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status is stable.

Manufacturer narrative:
Good faith effort attempts were made to retrieve the device status. The device is in transit to the manufacturer.

Event description:
It was reported that difficult to re-constrain occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. Following the placement of a filter, a 4-0 balloon and a 5-30 balloon were used for dilation. During the procedure, it was noted that the stent could not be opened at proximal 1/3 of the length. The stent did not open fully on its own. During withdrawal, approximately 1/3 of the stent was 50% re-constrained. The device was pulled out and post dilation with balloon was performed. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status is stable.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.

Event description:
It was reported that difficult to re-constrain occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. Following the placement of a filter, a 4-0 balloon and a 5-30 balloon were used for dilation. During the procedure, it was noted that the stent could not be opened at proximal 1/3 of the length. The stent did not open fully on its own. During withdrawal, approximately 1/3 of the stent was 50% re-constrained. The device was pulled out and post dilation with balloon was performed. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status is stable.